Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Rep reports lead migration due to patient seizure. Rep reports the lead did not migrate around or entangle internal organs. Rep reports the patient experienced shocking and high impedance (contact 6 @ 34,000 as previously reported). Rep reports programming around this contact. Rep also reports the patient experienced return of pain, walking difficulty, immobility, loss of balance, and was unable to get out of bed. Rep reports the troubleshooting resolved this issue.

Event description:
Additional information was received; it was reported high impedance was only on one lead and only one had visibly migrated. It was noted the patient had minimal usage of stimulator 50% and the shocking sensation was nerve related that would result in ablation per physician and was not due to the stimulator.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260, (serial: (B)(6) ); product type: 0200-lead; implant date: (B)(6) 2024 ; brand name vectris surescan; product ID: 977a260, (serial: (B)(6) ); product type: 0200-lead; implant date: (B)(6) 2024 ; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep reported patient was having pain. Rep performed an impedance check and found high impedance on electrode 6 (34 ,529). Rep does not report any stimulation issues as a result of these high impedances. Patient was dealing with other issues unrelated to the ins so not troubleshooting was performed. Rep state they are not using the electrode with high impedances. The rep indicated they would send any further information as they become aware.